Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One tapered screw vent (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris and dried blood on the external threads. The reported event is confirmed following inspection of the returned device. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the (tsvtwb11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices for similar event using keyword category (fracture implant). August post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvtwb11) and event (implant fracture). The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes are parafunction/patient factors, as it was noted the patient had the device implanted for approximately 3 years on tooth # 14 (universal), meaning the device was exposed to long-term parafunctional habits. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient went to see a general dentist (gd) to replace the crown and it was noticed that the implant at tooth site #14 was loose and the platform of implant was broken. The implant was removed and the patient will be returning for implant re-placement. As a result of this event, no injury to the patient.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Initial lot# 6324567 provided is incorrect. Lot# changed to unknown.

Event description:
Additional information: follow up with the customer regarding the lot# discrepancy revealed that it may be a possible charting error on their end and they did not have anything different to provide.